Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no nonconformances related to this complaint were found. The product evaluation visual inspection revealed that one of the tips next to the broken one is worn significantly and the edge is worn so that it is less than half the original thickness. The instrument actuates as designed and the inner sleeve is slightly out of round and shows considerable wear on the leading edge. The product development evaluation deems this complaint invalid.

Event description:
It was reported that three instruments were damaged in the sterilization process before surgery. A locking drill guide has a broken phalange on the tip, a drill tap and screw guide has a nipple broken off and a countertorque wrench is missing two prongs. There was no patient interaction. This is one of three reports for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Corrected product code: kwq, originally reported as kwo. (B)(4).

Event description:
This is one of three reports for complaint (B)(4).